Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips when the customer "turn selector from off to on you will get a red x for 3 seconds" customer reports patient involvement and customer has been requested to provide more information.

Event description:
It was reported to philips when the customer "turn selector from off to on you will get a red x for 3 seconds." In addition to the customer reporting a red x for 3 seconds when turning the device on, the customer also reported a failure to power up. It was reported that the device was in clinical use at the time the failure was observed. However, there was no reported adverse patient impact.